Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. The 3.5x33mm, 90% stenosed, progressive target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was pre-dilated and the 3.5x38mm promus element stent was advanced however was unable to cross the lesion and the stent was bent. The procedure was completed with another 3.5x38mm promus element stent. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the right femoral artery. The 3.5x33mm, 90% stenosed, progressive target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was pre-dilated and the 3.5x38mm promus element stent was advanced however was unable to cross the lesion and the stent was bent. The procedure was completed with another 3.5x38mm promus element stent. No patient complications were reported and the patient status is good.